Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of unknown. The customer's blood glucose level was 223 mg/dl at the time of call. Customer also reported that the insulin pump was turned off for a while due to customer had been in hospital for a week. Customer did not provide details regarding symptoms of their high blood glucose episodes. The device will not be returned for analysis.